Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers: h10i30048 and h10k05047. No exceptions were observed that were related to the reported condition. The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. Should additional information become available, a follow-up report will be submitted. This is report 3 of 4 involved in this event.

Event description:
The following information was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer in the USA with supplemental information from a nurse of peritonitis ina patient coincident with unknown dianeal therapy. On (B)(6) 2012, the patient was hospitalized for peritonitis. Treatment was not reported. The patient was discharged from the hospital on (B)(6) 2012. The patient was recovering from the peritonitis. The nurse stated that the event was unrelated to therapy and then declined to provide any further information.